Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of user error. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced a cot tip. There were 2 events with patient involvement; no adverse consequences were reported.